Manufacturer narrative:
(B)(4). Batch number: r57w74. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned with 3 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please clarify, when the gst60d reload locked out and there was an issue noted with the cartridge itself, did any piece or pieces fall into the patient? It locked out after the jaws were placed on tissue and an attempt was made to pull the trigger. Once the scrub tech removed the cartridge and handed it to the rep, an issue was noted with the cartridge. No pieces fell in the patient. If yes, how was it retrieved and did this alter the procedure in any way? N/a. Were there any issues with the jaws of the stapler (visibly damaged)? No. The same stapler was used for subsequent cartridges. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? No. The same stapler was used for subsequent cartridges were any unusual or unexpected noises heard during time of use? No.

Event description:
It was reported that during a esophagectomy, while transecting the stomach, the surgeon used multiple firings of a pcee60a. First a gst60w to take the left gastric, then a gst60g, and a gst60d on gastric tissue. While applying another gst60d the stapler locked out. A new gst60d reload was loaded and worked as designed. The same gun was used one more time with another gst60d to complete the transaction of the stomach, and also used to create the e-g with an ecr60b. Upon inspection of the reload, the sled was observed out of place in addition to the metal pan being buckled, and several drivers loose or out of their pockets. No patient consequences

Manufacturer narrative:
(B)(4). Batch number: r57w74. Photographic analysis: two photos were provided. The picture one shows the proximal part of a gold reload from the bottom view. The sled can be seen partially advance. This condition on the returned reload would not allow the device to fire. The picture two shows the tip of a gold reload from the bottom view. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined.